Event description:
Device 4 of 4. Reference MFR report: 1627487-2012-04848. Reference MFR report: 1627487-2012-04849. Reference MFR report: 1627487-2012-04850. The pt received four leads, two with the same lot number, and two extensions with the same lot number. It was reported, the pt felt discomfort from the leads because, they were bunching together. The physician undertook surgical intervention to tunnel the leads in different locations. During the procedure, one of the leads came out, and the physician decided not to replace the lead. The physician also opted to remove one of the extensions. It was reported the devices were discarded at the facility and would not return. The pt received stimulation postoperative. It was undetermined which lead was explanted, so all three lot number will be reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.